Event description:
It was reported that the patient presented after receiving multiple shocks. Upon interrogation, the implantable cardioverter defibrillator exhibited oversensing of noise on the atrial, right ventricular and left ventricular channels. Recorded episodes of auto mode switch due to noise were also observed. The device was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
The reported field event of noise was confirmed in the laboratory. The device was tested on the bench and noise and an impedance anomaly were noted. Further analysis found the noise and impedance anomaly was due to a capacitor c10 connection anomaly.